Manufacturer narrative:
Corrected information is provided whereby an inadvertent reference to a knife was provided in the previously submitted MDR. This report involves a syringe. Investigation showed no remarks in our batch record review. During the blistering operation, the operators wear protective clothing and hair caps. A 100% visual inspection is performed after filling. Also the blisters are 100% inspected after the blistering process for detection of foreign material inside of the blister. One carton containing an unused viscoelastic syringe was received as a complaint sample. A cannula was assembled onto the syringe. Investigation showed that a hair was present between syringe barrel and label. We can inform you that the assembly is performed in a cleanroom. During assembly, the operators wear protective clothing and hair caps. Apparently in this case a human hair was not withheld by the hair cap and was deposited underneath the syringe label. The concerned operators will be retrained on the occurrence of this complaint and on the clothing procedure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but none has been received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a foreign body hair was noted inside of the product syringe during set up. There was no patient involvement. Additional information was requested.